Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2,000 mcg/ml at 419.9 mcg/day via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2018, the patient's pump was reprogramed to increase drug dosage by simple continuous and single bolus. It was reported that on (B)(6) 2018 the patient stopped breathing. It was reported that cardiopulmonary resuscitation (CPR) was performed on the patient. It was reported that the patient was unconscious and was admitted in the intensive care unit (ICU). It was reported that the hcp suspected for symptom of overdose. It was noted that a single bolus was stopped and the pump was programmed to minimum rate. The pump logs were provided and there were no anomalies noted in the logs. The logs noted that a single bolus was in progress with a bolus time remaining of 00:24 h:m. It was reported that the issue was not resolved at the time of this report. It was reported that no surgical intervention occurred and it was unknown if any surgical intervention was planned. The patient status at the time of this report was alive-with injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was asked if an overdose was confirmed and it was reported that the information is unavailable le/unwilling to provide the information. It was reported that there was "no any" pump/catheter issue "was explore". It was reported that the patient's symptoms did not occur immediately after the refill or within two hours of the refill. It was reported that there was no potential or sign of pocket fill. It was confirmed that the refill needle was fully inserted through the fill port septum. It was confirmed that there was no drug leakage from the refill port. There were no reported further actions/interventions taken to resolve the issue. There were no reported cause or contributing factors determined for the patient's symptoms/suspected overdose. The patient outcome was reported as unavailable/ unwilling to provide the information. There was no further information reported regarding device explant or device return. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the physician programmed a single bolus at 40 mcg. No further complications were reported and/or anticipated.